Event description:
It was reported that the device was explanted due to battery end of life. The device was used to deliver baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4). Analysis of the pump (model 8637-20, serial # (B)(4)) found the battery had high resistance. During internal decontamination, a low battery reset occurred after programming the pump at maximal rate for an hour. The battery resistance was tested and had a passing resistance of 176 ohms. Full destructive analysis of the pump was done and no other related anomaly (other fluid, ecm, or corrosion related anomaly) found that result in a short. It was determined that it was high resistance battery that caused the low battery reset in the lab. Analysis of the catheter (model 8731, serial # (B)(4)) found no significant anomaly. The complete catheter was not returned; the catheter was returned in segments.